Event description:
It was reported that pump experienced malfunction during software update and displayed malfunction alarm while customer was unable to complete pump reset due to button and charging issues. There was no adverse impact to the customer's blood glucose level. Customer attempted multiple troubleshooting steps then switched to multiple daily injections as backup therapy while technical support assisted with reset instructions, confirmed arranged replacement pump with updated software.